Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the hemolysis and necrosis is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of hemolysis and necrosis is a known inherent risk of the farawave device. Hemolysis and necrosis is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced hemolysis and central nervous system necrosis post procedure. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) on (B)(6) 2026. On (B)(6) 2026, the head mr showed that there were a few acute lacunar infarcts in the left frontal cortex, a few lacunar infarcts in the bilateral semi-oval center, and the aged brain. Pituitary small cystic lesions. The patient also had tea-like urine. The hemolysis was resolved on (B)(6) 2026. But the event for nervous system necrosis is ongoing. It is unknown if device is available for return. Additional information was received. On the same day of the procedure, a laboratory examination was performed, which revealed a hemoglobin level of 158 grams per liter, a hematocrit of 47 percent, a creatinine level of 60.5 micromole per liter, and a glomerular filtration rate (egfr) of 78.9 ml/min/1.73m2. A transthoracic echocardiogram was also performed, showing a normal eft ventricular ejection fraction of 67 percent, no segmental ventricular wall motion abnormalities and the left atrium diameter was 4 cm with a volume of 57 millimeter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and physician name was not provided. Good faith effort attempt has been made to retrieve the missing information. Once investigation is complete or additional information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hemolysis and central nervous system necrosis post procedure. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) on (B)(6) 2026. On (B)(6) 2026, the head mr showed that there were a few acute lacunar infarcts in the left frontal cortex, a few lacunar infarcts in the bilateral semi-oval center, and the aged brain. Pituitary small cystic lesions. The patient also had tea like urine. The hemolysis was resolved on (B)(6) 2026. But the event for nervous system necrosis is ongoing. It is unknown if device is available for return.